Event description:
The surgeon inserted a 3-piece collamer lens model cq2015. The lens tore during insertion and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury.